Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery after 7 years of implantation due to infection. Tornier aequalis stem + metaphysis + insert + glenosphere + baseplate were removed. Patient: (B)(6).